Event description:
It was reported during the preparation of therapeutic laparoscopic cholecystectomy procedure, the camera head was not working. The screen showed no picture, only blocks of colors. The procedure was completed with similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure that is no image was confirmed. It was also confirmed that the unit had a damaged cable unit causing the no image issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: (1)a material with high surface friction was used for the cable outer sheath, and the load applied to the camera cable when removing the sterile drape from the camera cable was not evaluated during design evaluation. (2) the optical fiber was structured to be pinched by an internal structure when its position changed. (3) the protective tube of the optical fiber had a structure that could not follow the expansion and contraction of the cable. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during the preparation of therapeutic laparoscopic cholecystectomy procedure, the camera head was not working. The screen showed no picture, only blocks of colors. The procedure was completed with similar device. There were no reports of patient harm.